Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and was intermittently capturing. A new lead was implanted. No additional adverse patient effects were reported. This lead will not be returned for analysis.